Manufacturer narrative:
D6a: date not known. Best estimate not provided as year not known. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, cylinders and pump removed and replaced due to incorrect sizing. New 20cm connected to existing reservoir.